Manufacturer narrative:
Additional information: please review attached for investigation results.

Event description:
While the surgical tech was tightening and locking the compression screw for an intertan case, one of the back prongs broke off, rendering the mini t-handle useless for releasing the screw after insertion. We had to use pliers instead.